Event description:
It was reported that a pt had a normal sonogram and endometrial biopsy, and then underwent an uneventful thermal endometrial ablation procedure on an unknown date. Three to four months after the procedure, the patient developed bacterial endocarditis and underwent two valve replacements. Cultures revealed four organisms that were genital in nature.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.